Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had been feeling stimulation only on one side. Additionally, the pt felt no stimulation with certain programs. This occurred after the pt had a massage near the cervical area. X-rays indicated the lead was pulled almost completely out of the epidural space and was off to the right side. The physician decided to reposition the lead. During the procedure, the lead was accidentally cut and a new lead was implanted. The pt reported effective bilateral stimulation coverage post-operative. No further pt complications were reported. The explanted product has been retained by the facility.